Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead exhibited high defibrillation impedance since implant and there was a suspected loose screw. The pocket was re-opened and it was noted the left ventricular (lv) lead had been previously implanted but the connector port was plugged during the initial implant procedure due to inability to find "good placement" and achieve optimal sensing/thresholds. The lv lead was then connected and it was observed by the physician that there was a "kink at the distal end of the rv lead" and the rv lead was "not screwed right." Therefore, the rv lead was unscrewed and screwed again. The lv lead, rv lead and cardiac resynchronization therapy - defibrillation (crt-d) remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).